Event description:
The customer contacted baxter's technical service center to report an inaccurate fluid reading on a homechoice (hc) machine during use. The registered nurse (rn) was not in front of the hc but stated, she downloaded the pro card and noticed the home patient (hp) was not receiving the full fill volume that was programmed. The rn stated, the fill volume was programmed for 2l. The rn printed out different therapies and stated they were nowhere near 2l (1682ml, 1699ml). The technical service representative (tsr) was unable to review the therapy as the rn was calling on behalf of the hp. The tsr initiated a swap of the machine. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: a review of the device logs did not confirm the reported issue home patient (hp) was not receiving the full fill volume that was programmed. The last therapy had the fill volume programmed for 2000ml however the 5 previous therapies had the fill volume programmed for 1700ml. The pal evaluation did not duplicate the reported difficulty home patient (hp) was not receiving the full fill volume that was programmed. A review of the device logs found the device delivered the correct fill volume as programmed in all six documented therapies. A service history review revealed no previous service events were related to the reported condition. A review of manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified. The assignable cause for the reported difficulty hp was not receiving the full fill volume that was programmed was undetermined. Following the evaluation, the device was sent for servicing.